Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The top case, left plunger case, right plunger case, and battery door were cracked. Error history log review found a force sensor test error. The root cause of the reported issue was found to be from contamination was found inside plunger assembly was the root cause of the intermittent of the force sensor test error. Actions were taken to mitigate the reported issue: replaced the whole plunger assembly, plunger tube and plunger cable. Performed power up process and all functional tests which passed.

Event description:
It was reported that the pump failed force sensor test. No patient injury was reported.